Event description:
The dilatation catheter was being used to post dilate inside a stent when it ruptured at 6-7 atmospheres. While attempting to remove the catheter, resistance was met. After applying force the catheter was removed but a portion of the balloon had reportedly separated. The pt was sent to surgery for a coronary artery bypass.